Event description:
Prevena dressing placed onto patient at end of case. Dressing seal verified. Pump turned on, hooked up to machine but failed to vacuum/suction dressing. Turned machine off and on, took apart and put back together again, but failed to create vacuum seal. Another prevena was opened, pump placed and patient taken to post-anesthesia care unit (pacu). Upon arrival to pacu, pacu rn noted that the dressing was not compressed and the suction on the pump was not working. FDA safety report ID# (B)(4).